Event description:
Additional information was received which indicated that the transcatheter bioprosthetic valve was implanted within the native aortic valve. The cause of the hematoma was vascular bleeding and no patient anatomy contributed to the injury. Per the physician, the causal device for this event was a non-medtronic external sheath that was utilized during the valve implant procedure.

Manufacturer narrative:
Updated data: b5, h6. Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. The event was attributed to a non-medtronic external sheath used in the implant procedure. There is no information to indicate a medtronic device caused or contributed to the vascular injury and cascading patient effects that followed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
With review of new information, event reassessed as reportable pertaining to pulmonary edema with proximity to the valve implant procedure itself. As result, the previous health impact codes are applicable (f2303, f08). Previous annex g code is applicable (g07001). The previous h6 codes (patient e2403, health impact f26, method b16, and conclusion d1002) no longer apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of an unknown transcatheter bioprosthetic valve, the patient became increasingly confused, hypoxic, hypotensive, and subsequently coded in the post anesthesia care unit. An arterial line was placed and vasopressor medication was initiated. The patient was administered several doses of medication and was taken urgently for a computed tomography (CT). The patient was then transferred to the critical care unit and within minutes upon arrival, the patient's mean arterial pressure dropped significantly. Intravenous medication was administered which included the maximum dosage of a vasoconstrictor to increase the patient's pressure. The CT scan was reviewed and showed a new extraperitoneal hematoma that measured 13x8x10cm was observed in the left hemipelvis. Due to concern for ongoing bleeding, hemorrhagic shock, and potential for therapeutic intervention, the patient was transferred to a hybrid operating room for a catheterization procedure. Two units of blood were transfused for resuscitation. Upon assessment in the catheterization laboratory, no active bleed was identified. The patient was returned to the ccu without pressor medication requirement. The patient's renal function had worsened due to contrast used during the two catheterization procedures; renal function was improved on the fourth post-operative day. No additional adverse patient effects were reported. Additional information was received which indicated that prior the planned valve transcatheter valve implant, the patient was admitted for dyspnea on exertion (doe) with hypoxia with concern for asthma exacerbation and acute decompensated heart failure (adhf). Lower extremity edema and a b-type natiruretic peptide (bnp) of 202 were observed also upon presentation. Treatment for a presumed asthma exacerbation included nebulizer treatments, bronchodilator and anti-inflammatory medications including a steroid were administered. The asthma exacerbation treatments extended 8 days post the transcatheter aortic valve procedure. Repeat chest x-rays demonstrated stable findings with bilateral reticular opacities suggestive of small airway inflammation. Intravenous (IV) diuretics were administered as needed with a goal of 1-2l daily for the adhf. Cumulative fluid loss of 5.6 l on day of discharge with return to baseline functionality and a weight of 263 pounds achieved. The extraperitoneal hematoma was considered resolving. The delivery catheter system was accessed via the left femoral artery for the valve implant procedure. The extraperitoneal hematoma was now considered causal to the sheath and procedure. Hemodynamic monitoring and prolonged hospitalization occurred as result of this event. Hemorrhagic shock was not confirmed, but reported as likely. However, the shock was later reported as vascular bleeding. The patient was discharged 5 days following the valve implant procedure. The vascular bleeding was considered resolved approximately 2 months later. No additional adverse patient effects were reported. Additional information was received which indicated that the transcatheter bioprosthetic valve was implanted within the native aortic valve. The cause of the hematoma was vascular bleeding and no patient anatomy contributed to the injury. Per the physician, the causal device for this event was a non-medtronic external sheath that was utilized during the valve implant procedure. Additional information was received that approximately 25 days following the valve implant, the patient was admitted to the hospital due to shortness of breath. A computed tomography (CT) performed noted a left pelvic hematoma that was being monitored. A chest x-ray identified interstitial pulmonary edema. Worsening pulmonary edema was reported. The patient was treated for chronic obstructive pulmonary disease (copd) and coronary heart disease (chd). Medication changes made and medication was delivered intravenously. The patient was discharged 4 days later. A follow-up scan was planned. No additional adverse patient effects were reported. The physician reported that the worsening pulmonary edema was unrelated to the valve and valve implant procedure. As reported, the hemorrhagic shock resolved the same day of its onset. At the one month follow-up of the pulmonary edema as result of chronic obstructive pulmonary disease and coronary heart disease, the patient recovered ¿well¿. The pulmonary edema resolved.

Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Product analysis: the device remains implanted and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of an unknown transcatheter bioprosthetic valve, the patient became increasingly confused, hypoxic, hypotensive, and subsequently coded in the post anesthesia care unit. An arterial line was placed and vasopressor medication was initiated. The patient was administered several doses of medication and was taken urgently for a computed tomography (CT). The patient was then transferred to the critical care unit and within minutes upon arrival, the patient's mean arterial pressure dropped significantly. Intravenous medication was administered which included the maximum dosage of a vasoconstrictor to increase the patient's pressure. The CT scan was reviewed and showed a new extraperitoneal hematoma that measured 13x8x10cm was observed in the left hemipelvis. Due to concern for ongoing bleeding, hemorrhagic shock, and potential for therapeutic intervention, the patient was transferred to a hybrid operating room for a catheterization procedure. Two units of blood were transfused for resuscitation. Upon assessment in the catheterization laboratory, no active bleed was identified. The patient was returned to the ccu without pressor medication requirement. The patient's renal function had worsened due to contrast used during the two catheterization procedures; renal function was improved on the fourth post-operative day. No additional adverse patient effects were reported.

Event description:
Additional information was received which indicated that prior the planned valve transcather valve implant, the patient was admitted for dyspnea on exertion (doe) with hypoxia with concern for asthma exacerbation and acute decompensated heart failure (adhf). Lower extremity edema and a b-type natiruretic peptide (bnp) of 202 were observed also upon presentation. Treatment for a presumed asthma exacerbation included nebulizer treatments, bronchodilator and anti-inflammatory medications including a steroid were administered. The asthma exacerbation treatments extended 8 days post the transcatheter aortic valve procedure. Repeat chest x-rays demonstrated stable findings with bilateral reticular opacities suggestive of small airway inflammation. Intravenous (IV) diuretics were administered as needed with a goal of 1-2l daily for the adhf. Cumulative fluid loss of 5.6 l on day of discharge with return to baseline functionality and a weight of 263 pounds achieved. The extraperitoneal hematoma was considered resolving. The delivery catheter system was accessed via the left femoral artery for the valve implant procedure. The extraperitoneal hematoma was now considered causal to the sheath and procedure. Hemodynamic monitoring and prolonged hospitalization occurred as result of this event. Hemorrhagic shock was not confirmed, but reported as likely. However, the shock was later reported as vascular bleeding. The patient was discharged 5 days following the valve implant procedure. The vascular bleeding was considered resolved approximately 2 months later. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated/corrected data: b5, b7, h6 annex e and annex f codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.